Manufacturer narrative:
Adverse event is being checked.

Event description:
The following information was reported: the patient presented 2-3 weeks post mynx closure procedure with a groin ulcer. The patient has significant allergies, went to see plastics doctor and was placed on oral antibiotics. On (B)(6) 2015 one month later and the ulcer was still not resolved. There were no complications during the deployment of the device. The patient was not hospitalized. In the doctor's opinion the event was caused by the mynx device/ procedure but was not totally certain of the cause and questioned if we had other cases like this in the past. Procedure type: intervention peripheral vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. It should be noted that the mynxgrip is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally the instructions for use of the mynx device states that, the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.